Event description:
It was reported that after the primary revision patient developed an infection in his left hip, doctor opted to do an incision and drainage, with multiple cultures on (B)(6)-2014, doctor did not remove any implants and at that time, doctor put in highly concentrated antibiotic cement beads tied along a long suture, his plan was to wait five days before changing any implants out and remove beads, today he removed the antibiotic beads and femoral head and liner, washed out hip with 9000 cc of irrigation, took cultures, which were negative,final jimplants place, the liner was a depuy j & j product.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that after the primary revision patient developed an infection in his left hip, doctor opted to do an incision and drainage, with multiple cultures on (B)(6) 2014, doctor did not remove any implants and at that time, doctor put in highly concentrated antibiotic cement beads tied along a long suture, his plan was to wait five days before changing any implants out and remove beads, today he removed the antibiotic beads and femoral head and liner, washed out hip with 9000 cc of irrigation, took cultures, which were negative,final implants place, the liner was a (B)(4) product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.